Manufacturer narrative:
The programmer was returned because it could not be updated and there was an issue with the display and start screen. Analysis found that there was a defect with the stylus and the cursor on the screen would not react to it, noting that the software could not be updated because the stylus defect would not enable to procedure to start. Analysis also noted that errors were found in the software history and the electrocardiogram (ECG) connector and handle required a hardware update. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not able to be updated. It was also noted that there was a display problem and there was no start screen. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.